Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Percutaneous drivelines are associated with all ventricular assist device systems and put this patient group at risk of associated infections. Trauma to the exit site may contribute to the development of infection. Drive line infection, erosions, and other tissue damage are known potential adverse events that may be associated with the use of the device as outlined in the instructions for use (IFU). The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. However, it is likely that trauma to the exit site contributed to the development of the infection. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that on (B)(6) 2017, the patient was seen in the office after catching their driveline on a doorknob. The patient was started on antibiotics for abdominal wall cellulitis. On (B)(6) 2017, the patient called their physician with worsening abdominal pain, drainage and erythema at the driveline exit site. A computerized tomography (CT) scan was performed and revealed a hematoma around the driveline exit site and instructed the patient to come to the emergency room. The patient was hospitalized. The patient was afebrile. White blood cell (wbc) count was 11.5 (ref 4.6-10.2 10*3/ul), lactate dehydrogenase (ldh) was 245 (ref 125-220 u/l). CT of abdomen and pelvis was performed on admission; no hematoma or fluid collection was seen. The patient was started on intravenous antibiotics. On (B)(6) 2017, infectious disease was consulted and blood and wound cultures were taken. Antibiotics were changed. It was noted that abdominal redness was improving. On (B)(6) 2017, blood and wound cultures were negative. The patient was discharged home on oral antibiotics. At the time of discharge the patient was afebrile and wbc was 7.37. The event was deemed resolved on (B)(6) 2017. The principal investigator indicated the event was not related to the ventricular assist device (vad) system or procedure and was related to patient condition. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.